Manufacturer narrative:
Device evaluated by manufacturer: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was corrected, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2014-00033 and 1627487-2014-00034. It was reported the pt (B)(6) was diagnosed with an infection at the ipg site. Surgical intervention was undertaken, and the lead extension was also found to be affected. As a result, the pt's entire therapy system was explanted.